Manufacturer narrative:
(B)(6).

Event description:
During a knee arthroscopy (femoral drilling) it was reported that the drill broke. They are not sure if they were able to get out of the patient all the broken littles pieces from the drill. There was a ten minute procedural delay. Additional information received indicates that a follow-up surgery will be performed to remove part of the broken drill.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Manufacturer narrative:
Visual assessment of the drill confirmed the reported complaint of breakage. The entire drill head has broken off of the drill shaft. Two of the three drill flutes were returned for examination. The shaft proximal to the break is scored. The shaft is bowed. The cutting edges are splayed consistent with drilling over a bent guidewire. Dimensional inspection of the drill head is prohibitive due to its returned condition. Dimensional inspection of the drill shaft found it met print specification. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ no additional actions are warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).

Event description:
Additional information received states that the patient seems ok after a second surgery was performed to remove the metal part. Graspers were used to remove the broken piece. The second surgery was done two days after the first to take out the metal part of the drill. A standard surgical technique was used with a guide pin and drilling in the first surgery.